Event description:
On 07/20/2026, Dr. (b)(6) reported that a 72-year-old male patient presented to (b)(6) Dental Center on (b)(6)/2026 for dental implant placement. The implant was placed on the same day as the visit at tooth position #05. It was reported that the implant was not placed after an immediate extraction and was not immediately loaded. During implant placement, the doctor discovered that the implant lacked primary stability. As a result, the implant was removed on (b)(6) 2026 using an implant removal kit and was replaced. It was further reported that the patient had Type III bone quality. No abnormality was noted with the implant or its packaging. No additional information was provided.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (b)(4).